Event description:
It was reported that on (B)(6) 2022, norian drillable inject 3cc was to be used during the case, steps were followed accordingly per technique guide. After the mixing cycle the rotary pouch was placed into the transfer roller. The roller was turned counterclockwise the full length of the pouch and no paste was delivered into the syringe. Therefore, another norian drillable had to be used to complete the case with no issues. There was 5 mins of surgical delay. Procedure was successfully completed. No fragments were generated. There was no patient outcome. This report is for a norian drillable inject 3cc-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #: 07.704.003s, synthes lot #: ds7009042, supplier lot #: ds7009042, release to warehouse date: 05 apr 2022, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 07.704.003s, synthes lot # ds7009042, supplier lot # ds7009042, release to warehouse date: 05 apr 2022, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the norian drillable inject 3cc-sterile was received as several small fragments of hardened cement in a plastic container, since it has already been used and hardened it is not possible to assess the complaint condition. A dimensional inspection for the norian drillable inject 3cc-sterile was unable to be performed due to basic dimension are irrelevant to the complaint condition. A functional test could not be performed due to only returning small fragments of hardened cement. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint is not confirmed because there is insufficient evidence that norian drillable inject 3cc-sterile has premature hardening. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: a drawing specification review was not conducted as the specification is controlled by dsm. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes for evaluation. Only several small pieces of hardened cement were returned. Based on this samples there is no root cause that could be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for norian drillable inject 3cc-sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.